Event description:
It was reported that after a left tcar procedure, the patient was hemiplegic on the right side. The patient was taken to stroke center for intervention (potential thrombectomy). Follow up magnetic resonance imaging (MRI) revealed basal ganglia embolus.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.